Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 06/01/2025, around 1030am, the patient was getting ready for church when she felt shaky and sweaty. Both her cgm and bg meter readings were 68 mg/dl. The patient was wearing a tandem insulin pump. The patient self-treated with peanut butter crackers and orange juice. After that, the patient felt better and recovered. The patient¿s cgm and bg meter reading were around 110-150 mg/dl, and she went to church. Around 1240pm, after coming home, the patient felt lightheaded and nauseous. The patient did not check her cgm value or bg meter value. She did not treat herself with anything either. She just laid down hoping to feel better and at an unspecified time later, she eventually lost consciousness. The patient¿s husband called 911. Once emergency medical services arrived, the patient¿s bg meter reading was 48 mg/dl, however, the patient¿s cgm device was not checked. The patient was treated with IV ¿sugar water¿. Approximately 15 minutes later, the patient regained consciousness. The patient was unable to recall her cgm and bg meter values at this time. The patient remained at home and was not transported to the emergency room. Ems remained with the patient for approximately one hour until she was stabilized. The patient removed her sensor after ems left. The patient was ¿feeling fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.